Event description:
Event description cpi received information that during an implant procedure the implantable cardioverter defibrillator (ICD) was intermittently undersensing vf. It was further reported that a new endotak lead was positioned near an abondoned ventricular lead.